Manufacturer narrative:
Results of investigation: analysis on the log file reveals that the issue was caused by high leakage combined with high breathing effort of the patient in non-invasive ventilation (niv) with 100% o2 setting what finally caused a peak o2 flow demand higher than the system is able to deliver. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
At this time, the suspected device and log file has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000 us was giving (151) and (271) o2 supply fail - no o2 dosing possible alarm during use on a patient. The patient was desaturated, pulled from the ventilator and placed on a backup ventilator using the same mask. It was mentioned that the patient recovered immediately.